Event description:
The customer reported via phone that she was hospitalized due to high blood glucose. Customer's blood glucose was 347 mg/dl. The customer were experiencing the symptoms of abdominal pains, and vomiting. The customer was admitted to the hospital . Customer declined troubleshooting for the insulin pump because the hospital staff check the device and was working fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.